Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and observed a steam pop issue. The device evaluation details. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation 27-may-2026. Visual inspection, irrigation, temperature and impedance test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The irrigation test was performed and the irrigation was within specifications, no issues were observed. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The steam pop issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: it is important to carefully follow the power titration procedure as specified in the ¿directions for use¿ section of this document. Too rapid an increase in power during ablation may lead to perforation caused by steam pop. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. In addition, during an internal review, noted a correction to the 3500a initial under the g4. PMA/ 510(k) field. Therefore, processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and observed a steam pop issue. The procedure was not delayed due to the reported event. The procedure was completed successfully. No patient consequence. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on 05-may-2026. The issue occurred during cti ablation. The ngen generator and thermocool smarttouch sf catheter were being used during the procedure. No errors reported by the biosense webster systems. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).